Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that noise on the right ventricular (rv) lead was observed during initial system implant. Post-implant, the noise was reproducible when the patient breathed deeply. Technical services (ts) was consulted and confirmed the noises on the rv channel are diaphragmatic myopotentials, related to the patient's breathing. In this case, the amplitudes of the noises sometimes reach over 1 millivolt and are over-detected. Per ts, the cause of this observation is related to the position of the coil in relation to the diaphragm. X-ray imaging to assess the position of the rv lead was recommended. Additionally, repositioning of the rv lead at the septum level if clinically possible is also an option. No adverse patient effects were reported. This lead remains in service.